Event description:
Consumer reported, no insulin flow when priming. 4 pen needles affected. Lot: 3038614. Catalog: 320550. Date of event: 2024-03-01. Samples: yes cl.

Manufacturer narrative:
4 pen needles affected by this issue.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Medwatch section c for the affected product is attached. Correction to d3 (country type and country), h6 (component code, investigation findings, and investigation conclusions) . Investigation summary:. Samples were received and an investigation was performed. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue as broken npe cannula and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.